Event description:
The sales rep reported that (B)(6) was performing a stereo biopsy and had issues deploying the mam3002 marker. She felt it did not deploy properly and removed the marker from the probe. She deployed another marker through the probe and upon following images discovered the tip from the first marker was viewed in the breast. The device is not available for return. Unk at this time if pt desires for tip to be removed. Warning #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.

Manufacturer narrative:
(B)(6). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, as reported in the event description, the user removed the marker from the probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear.